Event description:
Additional information received via email. The event occurred during set-up. Event date was updated from unknown to 18-july-2023. No adverse patient effects were reported by the customer.

Manufacturer narrative:
While performing a review of file (B)(4), it was discovered that the file was a duplicate. Please disregard any reports associated with 3012307300-2023-08119.

Event description:
It was reported that the main dial is very stiff to turn, the front overlay panel was bent, battery cover was cracked and there may be an internal leak. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.